Event description:
A report was received that the patient's lead and ipg site was swollen, tender and peeling at both incision sites. The physician revised the lead site and the patient developed an infection after the procedure. The patient was prescribed antibiotics. The physician believes the patient is having allergic reaction to some component of the device. The patient underwent an explant procedure and is reportedly doing well.

Event description:
A report was received that the patient's lead and ipg site was swollen, tender and peeling at both incision sites. The physician revised the lead site and the patient developed an infection after the procedure. The patient was prescribed antibiotics. The physician believes the patient is having allergic reaction to some component of the device. The patient underwent an explant procedure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.